Manufacturer narrative:
Additional information - e1 (telephone number): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the knife wire of the device was broken during a procedure, during incision of the duodenal papilla. It was replaced with the same olympus product and the procedure was completed. No parts were reported to have fallen into the body. There was no reported impact on the patient, nor any harm/adverse event associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected fields: a2, a4, a5, a6, b6, b7, d4, d6a, d6b, d7a, d9, d10, e1, e4, g2, h5 updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.